Event description:
It was reported that the bd luer-lok syringe plunger was broken/damaged" the following information was reported by the initial reporter: "I just had reported to me that a 10cc control syringe failed today during the middle of administration of anesthetic. The ¿control¿ part broke off while xxx was administering local anesthetic in the nasal cavity. Yikes! This device has had patient contact. I will keep it here in my office if you would like it sent back for inspection. I was also told anecdotally that another 10cc control syringe broke last week in a foot and ankle case also while administering local anesthetic. I do not have the syringe or packaging for that incident." Additional information received on 10/30/23: is there any adverse event on patient due to the incident? No patient harm. Is there any medical intervention needed due to the incident? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4)- follow up MDR for device evaluation. It was reported the control part broke on the syringe. To aid in the investigation, one sample of a 10ml control syringe, lot 3103891, was received for evaluation by our quality team. The same was received in an unsealed package with all applicable product information on the top web. The barrel and finger grip are separated and there is a small mark on the barrel where it was welded. There appears to be an insufficient weld. The condition observed is non-conforming per product specification and is associated with the assembly process. A device history record review was completed for provided material number 309695, lot 3103891. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3103891 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. This condition is occurring at or below its expected frequency; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.